Manufacturer narrative:
Block d4,h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code 3009 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: additional information: a2, b5

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2020. According to the complainant, initially hydrodisection needed bevel readjustment and spaceoar was injected successfully. Magnetic resonance imaging (MRI) was performed post procedure and it showed some gel within the rectal serosa. On (B)(6), 2020, additional information received stated that the fiducials were not administered prior to spaceoar implantation and the procedure was done under general anesthesia. Reportedly, the needle was difficult to position and approximately 3 cc of the hydrogel was noted to be in the rectal serosa. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt).

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, initially hydrodissection needed bevel readjustment and spaceoar was injected successfully. Magnetic resonance imaging (MRI) was performed post procedure and it showed some gel within the rectal serosa. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.